Event description:
Boston scientific crm received information from the patient with this lead described as the brady bottom lead, was broken. The patient noted she was in the hospital as a result of the lead issue and it was discovered during an EKG that appeared abnormal. Additional information was received from the field that two months post implant this right atrial (ra) lead had moved under the patients clavicle due to twiddlers syndrome. The lead then became fractured. A lead revision procedure was performed where this ra lead was surgically abandoned and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed coils fractured approximately 28 cm from the terminal pin. Due to location and type of damage it is most likely caused by entrapment in the clavicle/first-rib region.

Event description:
This lead was explanted two years six months later during a revision of another lead. It was noted that the lead had previously fractured due to clavicular crush.

Event description:
Additional information from the field noted loss of capture had been noted after the fracture occurred and impedance measurements in 200 ohms were noted. The device had been programmed to vvi at that time. Under fluoroscopy the lead appeared completely fractured.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.